Manufacturer narrative:
User reported bleeding after the sensor insertion, and she went to the ER to have the site treated. Event happened on (B)(6) 2025. At the time of the call, the user was feeling fine and had no other concerns. The event was related to the sensor insertion. The user received a new set of steri-strips and a new bandage as treatment at the ER. The user wasn't prescribed medication. User's hcp is aware of the event. Bleeding from insertion/removal site is a known and anticipated potential adverse effect, which does not require additional investigation. B4. Date of this report 14 sept 2025. G3. Date received by the manufacturer? 14 sept 2025. H6. Component code updated to 510. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported bleeding after the sensor insertion, and she went to the ER to have the site treated.event happened on 30-jul-2025.the event was related to the sensor insertion.the user received a new set of steri-strips and a new bandage as treatment at the ER. The user wasn't prescribed medication.user's hcp was aware of the event.